Manufacturer narrative:
Evaluation summary: it was caused due to an excess force applied on the ccd cable. We received the defect and conducted the following investigation and repair. Observations: air/water nozzle loosened, ccd module defective. Repair: replaced the air/water nozzle, ccd module. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image disturbance during angulation. Ccd defect.